Manufacturer narrative:
The device was returned to olympus for inspection. Date of event is unknown. Additional information will be provided if available. Based on the results of the investigation, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that foreign objects inside the jet tube, suction cylinder, and residual liquid or foreign material came out of the channel tube was found. There was no patient involvement.